Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, and understood guidance to reenter pump settings and reconnect continuous glucose monitor on replacement pump; technical support arranged shipment of replacement pump, confirmed shipping address, and instructed customer to return malfunctioning pump using prepaid label within 10 days.